Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side "capsular contracture". The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6, b3, b5, d6a, e1, h3.

Event description:
Healthcare professional reported left side "capsular contracture baker grade unknown". The device was explanted and replaced.